Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm during the load process. Reportedly, the customer was unable to find the alarm in the history. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.